Manufacturer narrative:
H10: the actual device was not available; however four (4) photographs of the sample were provided for evaluation. The photographs were visually inspected and an unknown particulate matter was observed inside the drain bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter (pm) inside an ultra set disposable disconnect y-set. The pm was further described as ¿small object (tube) in the bag¿. This occurred after treatment of peritoneal dialysis therapy. The clinic stated the small object looked like "fibre". There was no report of patient injury or medical intervention associated with this event. No additional information is available.